Manufacturer narrative:
Samples have been received and are currently being evaluated. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
There was an oily substance from the gel tubes, causing erroneous results with the cea, afp and estradiol tests.